Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-32134. It was reported the ipg had flipped in the pocket causing the extension to coil up and cause pain. In turn, the extension was explanted and replaced and the ipg was revised on (B)(6) 2020.

Event description:
Issue resolved.

Manufacturer narrative:
A patient experiencing pain at the extension site was reported to abbott. The patient¿s extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.